Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to complete rewind. Drive support cap was normal. Customer stated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.